Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that upon arrival to the unit from the or (operating room), the clinician believed that the flotrac system was reading 20mmhg higher than the bedside monitor. The patient bedside monitor failed to display blood pressure reading, although the arterial blood pressure waveform was present. At this time, the clinician believed that the patient¿s blood pressure was dropping so a higher dose of norepinephrine was administered, from 0.08 mcg/kg/min to 0.25 mcg/kg/min. According to the clinician the flotrac was defective and changed out. The new flotrac showed a higher pressure so the patient norepinephrine dose was weaned back down to 0.08mcg/kg/min. There was no injury to the patient noted. No patient demographic information was available.

Manufacturer narrative:
We received one flotrac - vamp adult kit with an attached IV set for examination. The reported event of issue with pressure reading was not confirmed. Both the flotrac and dpt sensors of the flotrac unit zeroed and sensed pressure accurately on a vigileo and pressure monitor. No error message was noticed on the monitors. Pressure readings from both the flotrac and dpt sensors were also stable during 8 hours of an output drift test. Electrical testing showed that both input and output impedances were within specifications. Zero-offset also met specification. No leakage was detected from the kit during a leak test. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.